Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated pre-implant and the battery monitoring voltage was 3.13v (box label: 3.25v). It was reported that this measurement was unchanged following a manual capacitor reformation.